Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No additional information has been received from the customer. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the 3rd party usb data cable that was plugged into the device as the device would power off when wiggling the cable. After completing other unrelated repairs proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while using it to monitor a patient and would not power back on. There were no reports of any adverse effects to the patient as a result of the reported issue.